Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert occurred after a bolus was delivered. The customer's blood glucose level was 311 mg/dl and it was addressed with a bolus. Review of pump history indicated that the boluses were delivered.